Event description:
Customer reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump. Customer was advised to continue using the current pump and switch to manual injections if it fails before the replacement arrives. A replacement pump with updated software was sent, and instructions were provided for returning the problematic pump.